Manufacturer narrative:
H10: AS THE LOT NUMBER FOR THE DEVICE WAS PROVIDED, A REVIEW OF THE DEVICE HISTORY RECORDS IS CURRENTLY BEING PERFORMED. THE DEVICE HAS BEEN RETURNED TO THE MANUFACTURER FOR EVALUATION. THE INVESTIGATION OF THE REPORTED EVENT IS CURRENTLY UNDERWAY. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL OF THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED THAT DURING A PORT PLACEMENT PROCEDURE IN THE INTERNAL JUGULAR VEIN, THE PORT ENTRY ALLEGEDLY WAS TOO SHORT WHEN THEY WERE CONNECTING THE PORT TO THE CATHETER. THERE WAS NO REPORTED PATIENT INJURY.

Event description:
On(b)(6)2025, a male patient underwent a port placement procedure using M.R.I Implantable Port, Hickman Single Lumen, 9.6F via the internal jugular vein. During the procedure, the port entry was allegedly too short when they were connecting the port to the catheter. The procedure was completed using another port. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed and this lot met all release criteria. Investigation Summary: One BardPort MRI implantable port was returned for evaluation. Visual, microscopic and functional evaluations were performed. The port stem was noted to have a complete circumferential break. The edges of the complete circumferential break on the port stem were noted to be jagged. The surface was noted to be granular. The port stem segment was not returned. The manufacturing site review states, visual inspection of the images showed BardPort MRI implantable port, it was observed that the port stem was detached. The circumferential break in the stem of the port presented a granular and irregular condition. Therefore, the investigation is confirmed for the identified fracture and material separation issues. However, the investigation is unconfirmed for the reported defective component as more specific fracture and material separation were identified. A definitive root cause could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.B5, G1, G3, H6 (Device, Result). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: MANUFACTURING REVIEW: THE DEVICE HISTORY RECORDS HAVE BEEN REVIEWED, AND THIS LOT MET ALL RELEASE CRITERIA. INVESTIGATION SUMMARY: ONE BARDPORT MRI IMPLANTABLE PORT WAS RETURNED FOR EVALUATION. VISUAL, MICROSCOPIC AND FUNCTIONAL EVALUATIONS WERE PERFORMED. THE PORT STEM WAS NOTED TO HAVE A COMPLETE CIRCUMFERENTIAL BREAK. THE EDGES OF THE COMPLETE CIRCUMFERENTIAL BREAK ON THE PORT STEM WERE NOTED TO BE JAGGED. THE SURFACE WAS NOTED TO BE GRANULAR. THE PORT STEM SEGMENT WAS NOT RETURNED. THE MANUFACTURING SITE REVIEW STATES, VISUAL INSPECTION OF THE IMAGES SHOWED BARDPORT MRI IMPLANTABLE PORT, IT WAS OBSERVED THAT THE PORT STEM WAS DETACHED. THE CIRCUMFERENTIAL BREAK IN THE STEM OF THE PORT PRESENTED A GRANULAR AND IRREGULAR CONDITION. THEREFORE, THE INVESTIGATION IS CONFIRMED FOR THE IDENTIFIED FRACTURE AND MATERIAL SEPARATION ISSUES. HOWEVER, THE INVESTIGATION IS UNCONFIRMED FOR THE REPORTED DEFECTIVE COMPONENT AS MORE SPECIFIC FRACTURE AND MATERIAL SEPARATION WERE IDENTIFIED. A DEFINITIVE ROOT CAUSE COULD NOT BE DETERMINED BASED UPON THE PROVIDED INFORMATION. LABELING REVIEW: AS THE REPORTED EVENT DID NOT ALLEGE A LABELING OR USE RELATED ISSUE, A LABELING REVIEW IS NOT REQUIRED. B3, D4 (UNIQUE IDENTIFIER (UDI) #), G2, G3, H6 (DEVICE, COMPONENT, METHOD, RESULT, CONCLUSION) SECTION A THROUGH F: THE INFORMATION PROVIDE BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT/REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
ON (B)(6) 2025, A PATIENT UNDERWENT FOR A PORT PLACEMENT PROCEDURE USING M.R.I IMPLANTABLE PORT, HICKMAN SINGLE-LUMEN, 9.6F. DURING A PORT PLACEMENT PROCEDURE IN THE INTERNAL JUGULAR VEIN, THE PORT ENTRY ALLEGEDLY WAS TOO SHORT WHEN THEY WERE CONNECTING THE PORT TO THE CATHETER. THERE WAS NO REPORTED PATIENT INJURY.